Event description:
Report received indicated that there was resistance during advancement of the stent delivery system (sds) and subsequently the stent deployed prematurely. A contralateral approach was made to the superficial femoral artery (sfa). The vessel had mild calcification, severe tortuosity and 100% stenosis. The product was prepped and clinically used following the instructions for use (IFU). The locking pin was in place and the stent was contained within the outer sheath during inspection. During sds advancement there was resistance in the sheath introducer (arrowflex) and the tip of the stent was released 2mm. Therefore, the product was withdrawn out of the patient's body with the sheath introducer and another sheath introducer and stent were used for the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.